Manufacturer narrative:
Eval summary: as returned, all articular surface provisionals are fractured in at least one location. All have potential field ages ranging from approx 3.5 to 5 years and have been used an unk number of times during that period. In general, articular surface provisionals may become damaged through repeated use due to impactions seen during insertion and additional forces seen during removal. Articular surface provisionals should be replaced when the part is no longer functioning. Eval: all devices were found to be dimensionally conforming, where measured. No mfg abnormalities could be detected by either method.

Event description:
It was reported that the articular surface trials broke during use.